Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k #k040962 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion of 3 intervertebral discs and t8-s2 posterior decompression fixation at l2/3. Post-operatively,the rod broke at the upper level of l2/3. While wearing socks, a sound snapped and it was later confirmed when patient visited clinic that the rod broke. The patient underwent revision surgery in which oblique lumbar interbody fusion was performed in right approach (l1-l2). The position was changed and rod connector was placed at 4 places on the broken rod, and one titanium alloy rod of 6.0 was cut and used on the right side. Placement was performed so that the inside of the broken rod could be reinforced.